Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2018, product type : catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 01-feb-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 500 mcg/ml at 25 mcg/day via an implantable pump. The patient was recently seen in clinic by physician on (B)(6) 2023 for routine pump refill. At the visit, she was reporting poorly controlled pain for at least a month prior. At that time, the physician performed a catheter access study and was unable to aspirate any csf (cerebral spinal fluid). In preparation for a catheter revision, they reduced her intrathecal dosing multiple times in order to prevent symptoms of toxicity when the infusion was re-initiated. The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. The diagnostics and troubleshooting performed was negative catheter access study. X-rays completed on (B)(6) 2023, demonstrated the intrathecal catheter tip was at t5¿6 level. The actions and interventions taken to resolve the issue was the patient was taken to the or (operating room) today for pl anned catheter revision. The physician first opened up to the existing pump pocket and dissected out the pump and existing proximal segment. The pump was removed from the pocket and placed on the back table. The physician then noted that there was some memory noted in the spinal segment of the existing catheter that had been tunnel to the abdomen. He removed this segment of the catheter and noted csf flow dripping from the spinal segment (21.5 cm was removed from the existing spinal segment due to memory in the catheter). Per his request, the physician was then given a proximal revision kit. 28 cm of the new proximal segment was implanted and reattached to the existing spinal segment using a collet in the pump pocket. Because the pump had approximately 22 months of battery remaining, the physician opted to prophylactically replace the pump to prevent the patient from having another surgery in two years. Incisions were then irrigated and then closed. The issue was resolved at the time of the report, and it was noted that the healthcare provider.